Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection three days post implant. Cultures were taken and methicillin-resistant staphylococcus aureus was identified. The patient was treated with antibiotics, the cardiac resynchronization therapy defibrillator (crt-d) system was explanted two days later and a leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.